Event description:
Pt revised for loose tibial and femoral components after falling several times.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in searching the complaint database were not provided. The investigation could draw any conclusions about the reported event based on the provided info; however, the initial reporting stated the pt experienced several falls and the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.